Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this atrial lead had dislodged, and it was recommended to check the position of the lead. This lead remains in service. No known adverse patient effects were reported.